Event description:
Procedure type: gastrectomy. According to the reporter: the customer reported that the lower blade on the specific shears broke while being positioned on the mesentery. The item fell into the patient's cavity but was retrieved. There was no unanticipated tissue loss or tissue damage as a result of this problem. The case was extended by more than 30 minutes; however, there were no adverse events reported as a result of the delay in surgery.

Manufacturer narrative:
(B)(4).